Event description:
It was reported that the customer had low blood glucose levels of 40 mg/dl. It was reported that the customer was treated by paramedics on (B)(6) 2014 to bring up her blood glucose levels. The customer was treated with glucagon. The customer reported multiple no delivery alarms from the insulin pump. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the sensor would always get stuck inside the serter for the insulin pump. No additional information was provided.

Manufacturer narrative:
One opened/used enlite serter was tested using a new lab enlite sensor. The serter passed per specifications due to the sensor inserted and released properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please refer to manufacturer's report no. 2032227-2015-01658 as it refers to the same event but of a different device. Please refer to manufacturer's report no. 3004209178-2015-83495 as it refers to the same event but of a different device.